Event description:
Patient was injected in the upper vermilion boarder and nasolabial folds with 1.5ml of bovine collagen. Patient developed erythema, pruritus and tenderness at injection site one month after treatment. Patient had been skin tested with no reported response at the test sites. Physician diagnosed hypersensitivity and prescribed oral benadryl.